Event description:
On (B)(6) 2024, the dbs patient underwent a revision procedure to replace the medtronic activa rc ipg with a (B)(6) genus r16 due to discharge of the implanted battery. The physician was dr. (B)(6) and the surgery occurred at (B)(6). "This report reflects information received by FDA in the form of a notification per 803.22 (b)(2)".